Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(6), ubd: 23-mar-2016, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 17-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for and spinal pain. It was reported that the patient's leads were protruding due to weight loss and as a result it hurt to touch. The patient also reported that the "bundle hurts in their back" and the representative thought the patient was referring to the excess lead coiled behind the ins. The patient had an x-ray performed but the representative hadn't seen the x-ray. The representative didn't know when the patient started to have pain when the lead was touched. No further complications reported. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. It was unknown if there was a lead issue or if the patient was implanted that way which led to the excess lead being coiled behind the ins. The results of the x-rays were unknown. The rep would meet with the patient and healthcare professional (hcp) for a surgical consult. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was not aware of any scheduled surgery at this time. No further complications were reported.